Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a fluid leak was discovered during fill 5 of 5 of treatment. The nurse did not want to troubleshoot and was requesting for a different nurse to come in to re-setup the patient's treatment. The previous nurse who setup the cycler discarded the cycler set wrapper and threw out the trash. The nurse was advised to contact the patient's peritoneal dialysis registered nurse (pdrn). Upon follow up, the floor manager stated they have not been made aware of the event, however, confirmed the patient was moved to a different floor and has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The floor manager reported that the nurse who reported the event works the night shift at the hospital and was not available. The floor manager declined to provide any patient information details.